Event description:
The patient was undergoing a valve replacement procedure because of leakage around 2 previously placed valves (positioned at b8a and b8b). After the explantation of one valve in b8b, the patient was stable. It appears that a hidden bronchial segment (apical position) was not covered by the 5.5 zephyr valve. Conversely, granulation tissue could be seen behind the valve with only a little hole visible (1 mm in diameter). The procedure was being performed under jet ventilation mode with about 3l/min o2 flow. For a better view, o2 flow was increased to 15l/min to open the bronchus. However, before this opening the patient became blue in his face. Distension of the chest was noticed with a suspicion of barotrauma pneumothorax followed by left cardiac failure. Resuscitation maneuvers were performed for about one hour, but the patient finally died.